Manufacturer narrative:
An event regarding an assembly issue involving a trident shell was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection: some scratches were observed on the inner surface of the returned liner. The device was otherwise unremarkable. Dimensional inspection: a dimensional inspection determined that the ¿thread minor diameter¿ feature was manufactured as per specification, reference dimensional inspection attached. The ¿thread¿ feature however did not pass the thread gauge check as a result of the damage to the part. A review of the igs however attached to the DHR indicated that 100% was performed on this ¿thread¿ feature prior to shipment of this batch, reference (B)(4). All (B)(4) units within the lot conformed to this inspection requirement. Any feature that does not pass the thread gauge check is rejected finishing the dome hole thread feature on acetabular cups. Functional inspection: a functional inspection was not performed as the event cannot be replicated. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It is reported by the surgeon of the hospital, that although she firmly screwed the trident acetabular shell, it loosened from the impactor during driving. A replacement was available.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It is reported by the surgeon of the hospital, that although she firmly screwed the trident acetabular shell, it loosened from the impactor during driving. A replacement was available.